Event description:
Report received from abbott int'l affiliate (abbott uruquay) of an under-delivery. The report reads, "lower delivery was lower than volume programmed." The report indicated that the pump was programmed to deliver 500 of sodium chloride soluton at 500ml/hr. The abbott affilite was queried for further info. Reportedly, when delivery of the 500ml of sodium chloride solution was intended to be complete, the nurse realized that the pump had only delivered 300ml. The pt received the remaining 200ml of IV solution and no further intervention was required. The pump was removed from clinical service. The pt did not experience any adverse event. No add'l info was available.